Event description:
It was reported that the single lumen infusion catheter was placed prior to spinal surgery. The pt was then turned over into a prone position for surgery. Eight hours later, after completion of surgery, the pt went into cardiac arrest. The pt's chest was opened and it was discovered that the tip of the catheter had entered through a hole in the inominate vein, and fluids administered by the catheter had entered the chest cavity resulting in cardiac tamponade. The pt remains in poor condition.